Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: radial head removed easily from stem, stem removed with a little more difficulty from the canal. While debriding the radial canal, in the process there was a 4x5mm proximal edge chip off the proximal most radius but there remained a residual three fourths circumference intact sufficient to give good stability. It appears that the screw was left intact to avoid further damage, but unable to determine from dictation. Prosthesis replaced without complication with unknown product. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: name: explor 18x24 mm implant head, part#: 11-210045, lot#: 294610. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by patients¿ legal counsel that the patient underwent an initial left elbow procedure. Subsequently under a revision due to pain, weakness, loss of range of motion and loosening approximately four (4) years five(5) months post primary implantation. It was noted that x-rays showed failure of the radial head from the stem with a small fixation screw loose and not attached. No additional information is available at this time.